Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not beeb received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified, proximal subclavian artery. A 7.0 x 18 mm rx hercukink elite stent delivery system (sds) was selected for the procedure. The sds was advanced with resistance to the lesion and when the balloon was inflated to 13 atmospheres the balloon ruptured and the stent implant dislodged from the balloon. The sds was removed from the anatomy and an unspecified snare was used to retrieve the stent implant from the anatomy. No additional information provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the indication for use listed in the rx herculink elite renal and biliary stent system instructions for use states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion (equal/smaller than 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 - 7.0 mm. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.